Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that the housing cracked and the top came off, exposing internal wiring/electronics and this occurred after approximately three weeks of use when unplugged it from the wall outlet. She also indicated that there were no signs of burning, fire, smoke or sparking and that no injuries were sustained as a result of the issue. The product was received and evaluated. The elevation revealed that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at lest three drops). This product was released as a result of CAPA (B)(4) which was initiated from pump in style transformer overheating/melting issue for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Evaluation summary: a visual examination of the power supply revealed a crack in the transformer housing which was taped together by the customer. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 13.8 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured at 55.6 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer reported to customer service that her breast pump transformer housing broke/cracked in half. No injuries were reported.